Event description:
Information received by medtronic indicated that the insulin pump had a cracked. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cosmetic damage located at the back and exposure to moisture found on (B)(6) 2022. Pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. Pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump successfully downloaded traces and history file using thump. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on (B)(6)2022 15:42:23.000. As per global logic analysis (esf#: 3926732), pump error alarms (line number 19208 file number 49 & line number 707 file number 2006 ), suspected on hw. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator¿assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the back of the pump. Critical pump error (open book image) alarm confirmed due to three consecutive pump error alarms. Critical pump error (open book image) alarm and pump error alarm due to corrosion on the pcba 1, pcba 2 and force sensor. Pump exposed to moisture was confirmed. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.